Event description:
It was reported to the MFR that during implantation surgery, intra-operative system diagnostic tests were performed on the pt's device and it was indicated that the pt's heart paused for 2.0 seconds during the testing. When the diagnostic tests were repeated, the pt's heart reportedly paused for 1.5 seconds. The pt's neurologist was not aware if "pause" meant bradycardia or asystole. Follow-up revealed that the pt does have a history of ischemic heart disease and smoking. The relationship between the reported arrhythmia and vns therapy is unk. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.